Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
The t25 screwdriver shaft, the tip of the shaft, broke while the surgeon was performing final tightening. The broken piece was retrieved from the screw head. The surgeon then tried to use the t25 screwdriver t-handle stardrive, and was unable to use it because the handle was unstable and unable to be used. This is 1 of 1 report for event (B)(4).